Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise which resulted in an inappropriate shock and anti-tachycardia pacing (atp).in addition, the rv lead exhibited high out-of-range shock and pacing impedance measurements. During evocative maneuvers the noise was recreated. No reported asystole. The physician suspected lead damage and x-ray was performed; however, no evidence of fracture was encountered. Subsequently, a revision procedure was performed. The lead was tested on the pacing system analyzer (psa) and the out-of-range impedances were reproduced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.